Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. The waste line has been cut from the device and not returned. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box, coagulation and plasma was generated as intended. No unintended activation was observed. The resistance measured at 1.05 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a spine arthroscopy procedure, the ambient super turbovac wand started activating byitself (yellow mode) outside patient without any button pressed. There was no foot pedal attached and the device was used in hand control mode. The quantum machine was turned off immediately. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.